Manufacturer narrative:
The precise cause for a broken fixed knee scorpion jaw (tip) could not be determined. Broken fixed knee scorpion jaw (tip) was not returned along with the complaint device. Confirmed the knee scorpion jaw (tip) heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the bottom jaw broke off when firing a needle during a meniscal repair case. The broken part was retrieved from the patient and the case was completed.